Manufacturer narrative:
The essential clinical trial ended in 2016. Since usgi medical is no longer sending annual reports to FDA for this trial, the adverse event is being submitted through the maude database.

Event description:
On (B)(6) 2022, the health care facility contacted usgi medical regarding a patient who participated in the essential clinical trial in 2014. Beginning in 2020, the patient started developing gastritis and abdominal pain, but the symptoms gradually worsened since (B)(6) of 2021. Egd was performed on (B)(6) 2021. The endoscopy with her gi showed retained suture material with exudate around the areas in the suture anchors of the device. Carafate was added to her ppi in (B)(6) 2021, but the pain and nausea continued. The patient had the suture material removed endoscopically on (B)(6) 2022 to prevent chronic pain associated with gastritis.